Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k it was difficult/unable to pierce through stopper. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "the rubber stopper was hard and it was more difficult than usual to insert the non patient needle into it."

Manufacturer narrative:
H6: investigation summary: no samples and no photos were returned by the customer in support of this complaint catalog 367846, lot number 2080646. Therefore, 90 retention samples from the bd inventory were visually inspected and functionally tested with no issues being identified with the stoppers. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k it was difficult/unable to pierce through stopper. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "the rubber stopper was hard and it was more difficult than usual to insert the non patient needle into it."